Manufacturer narrative:
This report is submitted november 15, 2017.

Event description:
Per the clinic, the device was explanted due to a sudden performance decrement with device use (date not reported). It is unknown whether the patient was reimplanted, as of the date of this report.